Event description:
It was reported that the patient presented to the hospital due to the erosion of pocket delayed healing at the device site. The pacemaker was explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was pocket erosion and wound dehiscence. The device was returned for analysis. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.